Event description:
The oxygenator was set up and primed according to usual practice. The entire heart-lung machine was then moved into the o.r. Sometime later, but prior to connection of the perfusion circuit to the patient, prime solution was observed leaking from the venous inlet connector.